Manufacturer narrative:
It was reported to philips that a patient with a past medical history of cardiomyopathy, respiratory failure, atrial fibrillation, and dvt received a shock without anyone triggering the heartstart mrx. It was reported that the patient had two ¿internal pacemakers¿, later clarified to be an implanted defibrillator. The electronic event file was reviewed by a philips clinical specialist. The case events show that on (B)(6) 2015, the defibrillator was powered on into monitor mode, lead ii. At 0:10 seconds elapsed time (et), the users entered manual mode at a 20 j setting but then returned to monitor mode one second later. Defibrillator pads were placed at 0:18 et. The device was in monitor mode for the remainder of the event. No energy was charged or delivered by the device. There were multiple deflections within the ECG full disclosure report suggestive of energy delivered by another device on or in the patient. These include but are not limited to 00:57-00:59, 6:31, 8:13, 8:37, 9:07, 10:43, 11:45, and 16:27 et. The defibrillator was returned to philips and was evaluated by a philips bench technician. The reported symptom could not be reproduced. The device passed all performance evaluation testing. Our investigation determined that there was no charging or discharging of energy during this event. No parts were replaced. There is no information that supports that a malfunction of the device occurred.

Event description:
It was reported to philips that the heartstart mrx defibrillator shocked without being touched by the user while monitoring a patient. The patient had 2 internal pacemakers. The patient passed away.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.